Event description:
There was one resolute integrity rapid exchange (rx) drug eluting stent implanted in the lad during the index procedure. It is reported that the patient suffered an mi on the same day as index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).